Manufacturer narrative:
(B)(4). The guide wire was returned for evaluation. There was a bend in the distal segment of the guide wire with stretching of the outer polymer jacket and coils. The polymer jacket was removed for observation purposes. The coil wire was found stretched originating from the proximal solder that fixed the coil wire onto the core wire and originally located at 30mm from the wire tip. The core wire was found fractured at approximately 23mm and 7mm respectively from the proximal solder. The stretched coil wire remained in one piece with the ball tip attached on the distal end. For further observation, the coil wire was removed. Both of core fracture ends showed that the inner coil wire and the core wire were significantly twisted together. While the coil wire remained in one piece, measurement of the core wire suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. Three similar evets were reported from this lot; however, those were not attributed to product quality because excess stress generated with manipulation had applied on each trapped guide wire in respective lesions and contributed to fracture of each guide wire. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation was applied on the guide wire while the wire tip was being trapped in the occlusion. When the accumulated stress exceeded the product's design limit, it caused the core to be twisted and eventually wrenched off. Stretching of the coil wire was likely occurred due to tensile stress generated with wire removal. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720¿) in the same direction; [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that a percutaneous peripheral intervention was performed to treat a moderately calcified occlusion in the anterior tibial artery. An asahi guide wire was delivered in attempts to cross the occlusion when the physician felt the guide wire was not responding to his manipulation and assumed the core of the guide wire might fractured. The guide wire was simply removed from the patient. The procedure was successfully completed with a new guide wire and the blood flow was reestablished by balloon dilatation. There were no adverse patient effects.